Event description:
It was reported that a patient underwent a laceration repair and topical skin adhesive was used. After the procedure, the repaired laceration opened up. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) wound dehiscence. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.